Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/ investigation. The exact cause of the user's experience and the reported phenomenon could not yet be determined as the investigation is still ongoing. However, as soon as the investigation results and final evaluation are available, this report will be update. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure, the ceramic insulation of the suspect medical device broke off and fell inside the pt's bladder. The intended procedure was reportedly completed by using a similar device and no fragments/parts remained inside the patient as they were retrieved by suprapubical approach during a follow-up procedure. There was no report about an adverse event or patient harm or injury.